Manufacturer narrative:
One device was returned for repair. "Syringe flange not in place" error was confirmed in device log. No prior repairs were found in service history pertaining to current complaint. Duplicated the error within customer's library configuration with both 1ml and 60ml syringe sizes; top arrow indicator (barrel clamp) not registering syringe. Unable to duplicate error after resetting device to standard configuration. Recalibrated pump sensors to correct issue. Functional testing done to confirm issue was resolved. A calibration error was determined as being the cause of reported issue.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had an error message "flange not closed", did not matter what syringe they tried. The event occurred when the nurse was trying to get the feeding ready. The device was not dropped. There was no patient involvement, and no patient harm/adverse event reported.